Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not turn off when in the cine mode during a procedure. No pt injury was reported.